Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the anterior vitrectomy was not working and the cut rate dropped. Additional information has been requested but not received. Additional information from the company representative has noted that the wrong probe was selected on the system. The case was completed using an alternate system.

Manufacturer narrative:
Additional information has been provided in d.10., h.6. And h.10. The customer called the company service representative to assist with troubleshooting. The company service representative contacted the company sales representative to visit the customer and to verify the issue reported. The company sales representative advised that three (3) of the surgeon's settings had a maximum cut-rate of 800cpm while the other surgeon's settings had a maximum cut-rate of 2500cpm. The company service representative advised the company sales representative that those surgeons had a 20 gauge cutter selected as their default. The company sales representative changed surgeon's settings to 23 gauge cutter, saved, and tested the surgeon's settings. The system is working as expected. The customer did not request service. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer using the incorrect setting. The manufacturer internal reference number is: (B)(4).